Manufacturer narrative:
(B)(4). Part 04.001.224, lot 7692183, raw material lot 7541701: manufacture date: may 15, 2014. Expiration date: na. A review of depuy synthes (B)(4) device history records for manufacturing revealed no issues for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female patient underwent a hardware removal of a nail, endcap, 3 screws and 2 cables on (B)(6) 2016; due to slow healing/ non-union. The patient was revised with a 10 hole 4.5mm narrow locking compression plate (lcp) and 8 screws. There was no surgical delay reported, the patient outcome was good and surgery was successful. This report 1 of 7 for (B)(4).